Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. Theken's investigation determined that the surgery was at vertebrae levels c4-t1, with the screw at c6 being the site of the complaint screw. The surgeon inserted the screw twice in an attempt to get the spring arm to lock over the screw head. The surgery was prolonged by about 10-15 minutes. Theken implemented corrective action to address the issue in 2009. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a spinal surgical surgery procedure to implant a manta ray anterior cervical plate, the locking arm that retains the screw after it is inserted into the plate did not seat over the head of the screw. The surgeon decided to remove the screw and leave the screw hole in the plate open. There was no adverse outcome for the patient.